Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during evaluation. The calibration table became corrupted. The device would not pass calibration testing if the calibration tables have been corrupted. This can only occur during pm/calibration of the device. It occurs when the proper order of operations to perform the pm are not followed correctly or the test setup is incorrect. The calibration table was reset and rewritten to the smart pneumatic module board as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. This report has been attributed to a corrupt calibration table during testing and would not have any clinical impact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.